Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. The product will be tracked and trended to determine any additional actions.

Event description:
The customer reported during patient procedure that the glidescope gvl 4 failed to display an image. It was unknown if a backup device was used to complete the procedure which caused a delay of an unknown time. No patient or user harm reported.